Event description:
Pt was hospitalized due to a diabetic ketoacidosis. During device trouble shooting with the pt's physician the device history contained no system faults or alerts/alarms and the pumps motor and delivery were tested and all performed correctly. However the history log also recorded that the pump history did not record any meal or corrction boluses for the day of admission. The md will inquire from the family if they did try to give bolus and to do instruction on pump managment. Due to user protocols the device will be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incident. As of 04/2005 the device has not been received by the mamnufacturer for evaluation.